Manufacturer narrative:
One pneupac ventilator was returned for analysis. The device was received the small knobs damaged and the front panel bent. The operator performed functional testing the relief pressure check. The relief alarm pressure needed to be calibrated. The device required calibration and replacement of manometer.

Event description:
Information was received that the pneupac ventilator displayed inaccurate pressure readings. There were no adverse events reported.